Event description:
The regulatory department was notified of a tmj revision surgery that took place on (B)(6) 2012 due to the patient's allergic reaction.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Based on the information provided by the surgeon, there are no indications of any manufacturing defects or device failure but rather the patient's allergy to one of the prominent components of the implant. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.